Event description:
It was reported that during the implant procedure, the right atrial (ra) lead helix would not extend or retract. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the distal conductor is fractured at 1.5cm. If information is provided in the future, a supplemental report will be issued.